Event description:
The customer reported to olympus, the endoscope reprocessor had a broken port connector. There were no reports of patient involvement.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility. It was confirmed that the connecting tube could not be connected to connector in the reprocessing basin. The port connector was replaced. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported device problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the connecting tube was unable to be connected as connector loosened and came apart. As a cause of the loosened connector, it is presumed that the user applied stress to the connector toward loosening direction, and the stress was accumulated. Or the event may have occurred because the connector was hit by something hard. Olympus will continue to monitor field performance for this device.